Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was not receiving effective therapy due to l4 lead migrated. Surgical intervention was undertaken on (B)(6) 2025 during which the physician pulled the lead back slightly and re-sutured. Therapy was restored post-surgery.